Event description:
It was stated that the customer was hospitalized for low blood glucose. The blood glucose reading prior to the hospitalization was 46 mg/dl. Prior to the hospitalization, the customer attempted to change the infusion set on his own for the first time, but he forgot to rewind the insulin pump and he inserted the reservoir into the insulin pump while he was connected. It was stated that the customer received about 200 units of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.